Event description:
Md applied fixator to treat a tibia fracture. Approx 2 weeks later it was noted that the serrated joint was loose. The pt sustained a loss of fracture reduction. A second surgery was performed to realign the fracture and replace the fixator.